Event description:
It was reported that the biomed had an arctic sun device that was not displaying a patient temperature. Per additional information updated from ttm on 28jul2025, biomed trying to evaluate device with temperature simulator but kept getting alarm 14 patient temperature 1 probe out of range. Per follow up information received via task on 08aug2025, it was reported that the temperature probe had to be replaced, and the issue has been resolved. The device was working and has been returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not displaying a patient temperature. Per additional information updated from ttm on 28jul2025, biomed trying to evaluate device with temperature simulator but kept getting alarm 14 patient temperature 1 probe out of range.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not displaying a patient temperature. Per additional information updated from ttm on 28jul2025, biomed trying to evaluate device with temperature simulator but kept getting alarm 14 patient temperature 1 probe out of range. Per follow up information received via task on 08aug2025, it was reported that the temperature probe had to be replaced, and the issue has been resolved. The device was working and has been returned to service.